Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure coils broke'), fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('uterine perforation') in a female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's medical history included dysfunctional uterine bleeding and acute cystitis. Concurrent conditions included syncope, hypertension and post-traumatic stress disorder. Concomitant products included duloxetine hydrochloride (cymbalta), ibuprofen, levothyroxine, ondansetron hydrochloride, psyllium hydrophilic mucilloid and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and pain in extremity ("leg pain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and the first episode of depression ("severe depression") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and diarrhoea ("diarrhea interchangeably"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced incontinence ("bladder or urinary problems or changes incontinence"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the second episode of depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, the last episode of depression, incontinence, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, constipation and diarrhoea outcome was unknown, the pelvic pain, weight increased and pain in extremity was resolving and the fatigue had resolved. The reporter considered constipation, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Lot number and concomitant medication, condition added. Events ; abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression-postpartum, depression, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), fatigue, weight gain, gastrointestinal or digestive system condition type: constipation and diarrhea interchangeably, leg pain, she did not undergo confirmation test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure coils broke'), fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('uterine perforation') in a female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included dysfunctional uterine bleeding and acute cystitis. Concurrent conditions included syncope, hypertension and post-traumatic stress disorder. Concomitant products included duloxetine hydrochloride (cymbalta), ibuprofen, levothyroxine, ondansetron hydrochloride, psyllium hydrophilic mucilloid and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and pain in extremity ("leg pain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and the first episode of depression ("severe depression") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and diarrhoea ("diarrhea interchangebly"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the second episode of depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, the last episode of depression, urinary incontinence, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, constipation and diarrhoea outcome was unknown, the pelvic pain, weight increased and pain in extremity was resolving and the fatigue had resolved. The reporter considered constipation, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.